Event description:
Dome detached during traction removal. The detached portion ws removed endoscopically. Indwelling period was 150 days. The catheter was pulled straight up from the stoma. Magnesia was used to the patient.